Event description:
It was reported that the fiber tip detached, and the beam fired forward. The physician pulled the fiber out as soon as it was noticed so there was no fiber piece that fell inside the patient. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap was detached, and the functional testing conducted concluded that firing output rate was above the threshold for potential patient harm; therefore, the reported events are confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glass cap detachments. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. According to the IFU, increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that the fiber tip detached, and the beam fired forward. The physician pulled the fiber out as soon as it was noticed so there was no fiber piece that fell inside the patient. The procedure was completed using another fiber without patient complications.